Event description:
A consumer reported that the patient was shaking really bad. After the consumer found the patient programmer and put new batteries in it they were able to check stimulation. The implantable neurostimulator (ins) was on at the time of this report. The patient was not shaking as bad as they were before the programmer was found. The patient had turned stimulation off and it did not do anything so they had turned it back on. The consumer was not sure if the ins was off prior to finding the programmer. The patient was going to follow up with their health care provider (hcp). The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.